Manufacturer narrative:
Additional information provided in d.10., h.3., h.6., and h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Only the wet posterior cassette was returned. The infusion port on the cassette body appeared to be cracked which will result in leakage from the cassette. There were no stress marks on the material around the infusion port. The source of the customer's complaint is related to a small crack on the cassette body. The exact root cause of when and where this crack occurred could not be determined conclusively with the available information. The root cause for this complaint is not known, therefore, specific action with regards to this complaint cannot be taken. In-process controls are established to ensure each final assembled cassette is verified that all required tests have been performed and all acceptance criteria are met prior to release. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported a cassette had a fluid leak during a posterior vitrectomy procedure. The procedure was completed using the same cassette. There was no harm to the patient.